Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a cut was observed on one of the solution lines positioned in the blue organizer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021 (stated as noticed on an unspecified "last week"). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd set with cassette was cut; further described as ¿only had about 7 cm, the rest was missing¿. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.